Event description:
It was reported "during the surgery (oasys), the surgeon was drilling bicortical hole with a power tool first and a drill guide however, the tip of the drill went through the dura mater. After the surgery, the pt had a subdural hemorrhage between the uppermost holes of the plate, and the wound was opened again two days later and the subdural hemorrhage was removed."